Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue (s) with this product lot. (B)(4).

Event description:
The customer reported the following: "elective CABG, endoscopic vein harvest; vasoview hemopro assembled in accordance with local procedure, during use probe started to overheat (glowed bright red). Removed from use and no pt impact". The hospital intends to return the device in question. No pt injury was reported.